Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
During x-ray review, the cup/liner was identified as pinnacle (op notes not available). At revision, it was noted that the cup/liner was duraloc. Duraloc liner was not available since it was not identified correctly. The surgeon did not want to remove the cup, so the surgeon changed the head length to tighten the joint. The products associated with this reported event were not returned. A search of the complaint database did not show any other reports against the provided product/lot code combinations. The investigation could not draw any conclusions about the reported event with the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation , the complaint will be re-opened.